Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, brown particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: - one opening crease smooth in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Event description:
The device has been explanted.